Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent "high" blood glucose (bg) levels. A specific bg value was not provided, and cause for high bg was unknown. Customer delivered a bolus and changed the infusion set to address bg level.